Event description:
Explanted polyethylene was discolored and showed pitting. Update: left knee revised due to instability.

Manufacturer narrative:
Reported event: an event regarding instability & wear involving a triathlon insert was reported. The event for wear was confirmed via inspection of the provided photograph. Method and results: product evaluation and results: the device was returned for inspection; however, photographs were provided for review. The photographs shoe a recently explanted insert with signs of wear and discoloration. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary cemented triathlon cruciate retaining total knee arthroplasty since I was able to review x-rays with the implant in place. I also can confirm that a revision was carried out since I saw photos of the explanted polyethylene which showed some discoloration. However I do not have post revision xrays or doctor's notes or an operation report. Root cause analysis: with the information given, it is unclear whether the event was revision for instability and or discoloration with pitting of the polyethylene. Having said that, in both cases the root cause cannot be determined with certainty. The causes of instability are multifactorial including surgical technique in the way the knee is aligned and balanced, and whether or not the kinematics of the knee are restored properly. Patients can develop late instability due to stretching of the ligaments but that does not seem to be the case in this inquiry because the revision was less than two years following the original surgery. From the one x-ray I was able to review, the tibial component is in slight valgus which could contribute as well. Patient factors such as lifestyle, activity level and bmi can play a role. No mention was made any trauma in this case. Regarding discoloration and pitting of the polyethylene, the root cause cannot be determined with certainty. Causes are multifactorial. In my experience discoloration and pitting at two years is unusual. The polyethylene would have to be examined carefully by stryker engineers as noted below." -product history review: could not be performed as the lot number was not provided. -complaint history review: could not be performed as the lot number was not provided. Conclusions: it as reported that the patient was revised due to instability. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary cemented triathlon cruciate retaining total knee arthroplasty since I was able to review x-rays with the implant in place. I also can confirm that a revision was carried out since I saw photos of the explanted polyethylene which showed some discoloration. However I do not have post revision xrays or doctor's notes or an operation report. Root cause analysis: with the information given, it is unclear whether the event was revision for instability and or discoloration with pitting of the polyethylene. Having said that, in both cases the root cause cannot be determined with certainty. The causes of instability are multifactorial including surgical technique in the way the knee is aligned and balanced, and whether or not the kinematics of the knee are restored properly. Patients can develop late instability due to stretching of the ligaments but that does not seem to be the case in this inquiry because the revision was less than two years following the original surgery. From the one x-ray I was able to review, the tibial component is in slight valgus which could contribute as well. Patient factors such as lifestyle, activity level and bmi can play a role. No mention was made any trauma in this case. Regarding discoloration and pitting of the polyethylene, the root cause cannot be determined with certainty. Causes are multifactorial. In my experience discoloration and pitting at two years is unusual. The polyethylene would have to be examined carefully by stryker engineers as noted below." The device was returned for inspection; however, photographs were provided for review. The photographs shoe a recently explanted insert with signs of wear and discoloration. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.